Manufacturer narrative:
CT images dated (B)(6) 2015 were received by gore from the facility and an imaging evaluation was performed. Only one time-point was received for review. There appeared to be contrast pooling at the proximal end of the device ¿ proximal type I endoleak. There did not appear to be proximal wall apposition. The length from the left common carotid artery to the proximal end of the device appeared to be approximately 1.4 cm. Maximum diameter of the aneurysm appeared to be approximately 67.5 mm. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion, and reoperation.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion, and reoperation. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu404015/10770128) to treat a descending thoracic aneurysm and type b uncomplicated aortic dissection. The gore® tag® device was implanted in aortic zone 2, distal to the left common carotid artery. Maximum diameter of the aneurysm measured 56.0 mm at the time. On (B)(6) 2014, computed tomography (CT) scan identified a type ii endoleak arising from the left subclavian artery and extending into the aneurysmal sac. On (B)(6) 2014, the patient underwent coil embolization of the left subclavian artery to treat the type ii endoleak. On (B)(6) 2014, follow-up CT scan revealed maximum diameter of the aneurysm measured 62.0 mm. On (B)(6) 2015, follow-up CT scan showed maximum aneurysm diameter of 69 mm. On (B)(6) 2015, an "enlarging type 1a endoleak aaa" was identified. Additional event information was requested by gore, however, none was provided.

Manufacturer narrative:
Additional event information received from physician¿s office: on (B)(6) 2015, an enlarging type 1a endoleak was reportedly identified in the descending thoracic aorta. According to the report, the endoleak was caused by continued aneurysmal enlargement, and the changing morphology of the aneurysmal sac. The aneurysm measured 71mm in diameter at the time. A re-intervention procedure--sternotomy and debranching of innominate and left carotid arteries, then endovascular repair with stent to ascending aorta¿has been planned. Images have been received by gore from the facility, and an imaging evaluation is currently in progress.